Event description:
The pt was receiving chemo through his pump. The catheter was in the hepatic artery. The pt experienced toxicity from the chemo. The pump was filled with normal saline. The hcp was unable to aspirate the drug from the catheter. A bridge bolus was done to bridge the fluorodeoxyuridine (fudr) to the saline over 7 hours. No device troubleshooting was done. He state that the pt was "doing okay."